Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said their interstim seemed to help for a while then it stopped helping probably in 2023 and is not working now because they have a super pubic catheter. Patient said their doctor wants to do an MRI and asked if they could have a full body MRI. Reviewed information. Offered and sent email with step by step instructions. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have not used the ins for a long time, along with the external devices. Patient stated that their hcp left the ins in their body, although they have an implanted catheter. Patient clarified that the reason for not using the ins anymore, was because, their doctor chose to go ahead and do the implanted catheter 3 years ago, and not because the ins is not working. Patient mentioned that their new urologist thought the ins could work but not confident. The patient called back 4 days later and reported they have not used their stimulator for maybe 2 years because their doctor at that time said they had gone through everything and put a super pubic catheter in them, they still have it in. Pt said they are not sure but think it may be turned off. Patient said now they need an MRI and noticed in the booklet it can be compatible. Reviewed information about MRI mode. Offered and sent email with step by step instructions. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.